Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a code 1007 indicative of charge time exceeded. The device is nearing elective replacement indicator (eri). Technical services recommended to replace and return the device as the patient may not be protected. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated that the device was explanted and replaced successfully. Additionally, the device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a code 1007 indicative of charge time exceeded. The device is nearing elective replacement indicator (eri). Technical services recommended to replace and return the device as the patient may not be protected. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated that the device was explanted and replaced successfully. Additionally, the device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a code 1007 indicative of charge time exceeded. The device is nearing elective replacement indicator (eri). Technical services recommended to replace and return the device as the patient may not be protected. At this time, the device remains in service. No adverse patient effects were reported.